Event description:
Alydia health received a completed jada experience survey form (B)(6) 2022. That reported jada did not stop the postpartum hemorrhage (pph) and noted jada aborted after difficulty placing. This was thought to be due to very rapid attainment of uterine tone after correction of uterine inversion in the area on the survey designated for feedback when jada did not stop bleeding. This patient is described as having a spontaneous vaginal delivery. Her pph started within one hour after delivery. Prior to jada use she received cytotec (1000 mcg) and methergine (0.2 mg). The patient's blood loss prior to jada use reported as 1300 ml. The patient in this case was noted to have pph. The hcp ordered uterotonics and performed a manual exam. During the exam she noted a uterine inversion after the patient already had uterotonics administered. The patient's uterine inversion was resolved "with difficulty" and the hcp then ordered jada be placed with suction on. The jada was inserted with suction on after a brief discussion with the hcp team present. Almost immediately after insertion the jada was removed as the patient's uterus was noted to be firm with good tone, and bleeding had resolved. The jada was only briefly inserted, the cervical seal was not filled, and 100 ml of blood was collected with jada. The site discarded the device and did not record the lot number for this device. The site did not provide any additional information for this case, but they reiterated that the uterine inversion was noted following delivery and prior to jada insertion.

Manufacturer narrative:
Based on the overall information currently provided in this report, there is no clear evidence that the jada system has caused or contributed to the occurrence of a potential malfunction and/or serious injury. The difficult placement of jada system (reported as jada aborted after difficulty placing. Is alternatively explained by the reported rapid attainment of uterine tone after correction of uterine inversion. Per the jada system IFU, signs of patient deterioration or failure to improve indicate the need for reassessment and possibly more aggressive treatment and management of postpartum hemorrhage (pph)/abnormal postpartum uterine bleeding. Evaluate for lacerations, retained products of conception, or other causes of bleeding prior to using jada. Jada is not a substitute for surgical management and fluid resuscitation of life-threatening pph/abnormal postpartum uterine bleeding. Jada placement: post vaginal delivery or post cesarean section after closure of hysterotomy: secure visualization of the cervix to confirm it is dilated 3 cm to allow for placement of jada. Place jada such that the intrauterine loop is located in the uterus and is oriented in the frontal plane of the body by assuring the seal valve is oriented at either 3 or 9 o'clock. Ultrasound may be used to confirm proper placement of the intrauterine loop within the uterus. After insertion, the intrauterine loop should be within the uterus while the cervical seal should be located within the vagina at the external cervical os. Filling of cervical seal and connection of vacuum: after the vacuum pressure has been set and confirmed, connect jada to the sterile vacuum tubing. Blood flow into the vacuum tubing and/or improvement in uterine tone should be noted after initiation of vacuum. Note: confirm that the cervical seal is positioned at the external cervical os after the system is in place (cervical seal is filled and the vacuum is connected). Reposition jada if required to facilitate a seal and contraindications: unresolved uterine inversion out of an abundance of caution, the company will report this case as a malfunction MDR.